Manufacturer narrative:
This report is submitted on january 22, 2019.

Event description:
It was reported that the patient experienced an infection at the implant site. Subsequently, the device was explanted (date not reported).